Event description:
A talent thoracic stent graft system was implanted in a patient for the endovascular treatment of a 73 mm long dissecting aortic aneurysm at zone 2. The aortic diameter at the lcca was 36 mm in diameter and at the 32 mm in diameter at the left subclavian. Aortic neck was 20 mm long. Iliac vessel morphology was not reported. During the case, the blood pressure was controlled around 70 mm hg. The physician tried to implant the tf4040 at the ostium of the lcca. A tw4036 was placed distally. During deployment, one of bare springs on the side of the lesser aortic curvature was everted/misaligned. The physician did not realize that the bare spring was everted. The physician started ballooning, and the bare spring perforated the aorta, resulting in a dissection. The bare spring perforated the intima, but did not reach the adventitia. There was no intervention for the perforation/dissection. An endoleak was still remaining, but the physician decided to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (pre-op dissection); inherent risk of procedure (arterial trauma/dissection/perforation.) Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (pre-op dissection).